Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced and the system operated within specifications. The rep successfully calibrated the system. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the system became unresponsive while being calibrated. The rep then restarted the mobile view station (mvs) and an error came up stating "system standby failed". No patient was present during the time of the reported incident.